Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was reseated and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported communication failed error messages during a procedure. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.